Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reported their dds diagnosed them with gingivitis and some cavities that require filling.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.